Event description:
Customer reportedly received the following results on the aviva nano system: 312 mg/dl (8:38 pm), 213 mg/dl (8:43 pm), 121 mg/dl (8:48 pm), and 248 mg/dl (8:52 pm). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.